Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the treatment was carried out at 17:57 on (B)(6) 2024, and before using the peripheral central venous catheter consumables, nurse had inspected the product (the appearance was intact and there was no damage), and on (B)(6) 2024.13:30 minutes the nurse found that the patient's clothes were wet during the inspection, immediately checked the reason, and found that about 0.5cm above the wound of the central venous line was oozing outward, and immediately reported to the head nurse, and the head nurse reported to the nursing department, and gave the patient to cut the lower end of the leakage, and then replaced the PICC accessories."